Manufacturer narrative:
The nc emerge balloon cather was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 57.5cm from the hub. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen and on the balloon folds. There is contrast present in the inflation lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated but appeared to be kinked prior to separation.

Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was selected for use to dilate the lesion. However, it was noted that the shaft of the balloon catheter was broken inside the packaged ring. The device never entered the patient's body. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was selected for use to dilate the lesion. However, it was noted that the shaft of the balloon catheter was broken inside the packaged ring. The device never entered the patient's body. No patient complications were reported.